Manufacturer narrative:
A1, patient identifier (in confidence): currently unknown. Until further notice, data provided in this field reflect gore's internal reference number for this case. The device remains implanted. Therefore, an evaluation of the device cannot be performed. Further investigation is being conducted and will be included in the final report. Gore is currently awaiting additional information on the device serial number to perform a review of manufacturing papers, patient details, as well as further medical proceedings. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo) with a long tunnel and a septal aneurysm. Reportedly, the relatively short implantation procedure concluded with a highly satisfactory outcome in the absence of complications. However, two days after the implantation, the patient developed chills and transesophageal echocardiography (tee) imaging showed substantial thrombus formation on the right atrial disc. The patient was therefore treated with anticoagulation therapy as well as heparin. On (B)(6) 2026 computed tomography imaging however revealed bleeding in the abdominal cavity, reportedly believed to be a consequence of the additionally administered anticoagulation to treat the device thrombus. Thus, anticoagulation therapy was paused for a day and then resumed after the bleeding had come to a halt. Additional information has been received, stating that it was intended to take a thrombus sample and if subsequent investigation results showed inflammation, thrombectomy with a suction device would be performed. Gore is currently awaiting further communication.